Event description:
Pt had a total hip replacement when she was (B)(6). She has experienced extreme hip pain ever since. She is unable to ambulate well. She has had 3 back surgeries to identify the source of her pain. Pt was told by an orthopedic specialist that it was a failed hip. Another specialist stated that they believed the device was loose. They later recanted. Pt is currently (b)(3). Stated no one wants to help her. Was told by an attorney to contact the FDA.